Manufacturer narrative:
The insulin pump passed full functional test including the displacement test, rewind, prime seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. The insulin pump was monitor without battery for 10 minutes, after re-inserting the battery no unexpected pump error 23 noted. The insulin pump was received with cracked battery tube threads, cracked case at the battery tube side and fading serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed unexpected restart error multiple times. The patient's blood glucose at the time of incident was 7.9 mmol/l. Troubleshooting was initiated for the unexpected restart error alarm. The insulin pump was neither stored nor without battery for over 8 hours. The alarm did not occur immediately after a battery change. The insulin pump will be returned and replaced.